Event description:
On 02/17/2023, it was reported by a arthrex employee via sems that a ar-6485 synergy pump caused swelling, and infiltration in a knee. This occurred during an acl procedure on (B)(6) 2023, they were able to reduce the edema, and complete the case using the same pump. Additional information provided on 02/27/2023, it was reported that in this surgery the reference pipe ar-6410 was used. The settings were in the standard for knee arthroscopy with pressure between 40/45. All pipe fittings were in accordance with established standards, all fitted according to the usual standard. During surgery, no audible alarm was activated, the pressure was between 40 and 45, but seemed to be at 60% more than the one reported on the monitor. Could not register photos and videos. There is a large extravasation, which provided a large swelling both in the knee and in the thigh part near the knee. At the end of the surgery, the doctor drained the serum making understandings and also left the patient with a 3.2 mm portovac drain. When the doctor realized the size of the swelling in the patient's knee, he decided to do the remainder of the surgery without using the connected tubes there pump he asked to remove the tubes from the system and only used the serum by elevation."

Manufacturer narrative:
Since the complaint device was not returned, a physical evaluation of the device was not performed. However, without the device being returned or any photos provided, the reported event is not confirmed. The most likely cause of this failure is attributed to user error connecting the ar-6410 with the pump which might have caused the pressure sensor to malfunction or/and a mechanical issue that could have caused it to generate more pressure than intended.